Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for initial implant. During procedure, the right ventricular lead had a "funny bend". The lead was removed and not used. A new lead was used and implanted successfully. Patient was stable post procedure.